Event description:
The ICD and lead were explanted and replaced when noise was seen on stored electrograms. The pt received around 20 inappropriate shocks as a result of oversensing. The physician elected to replace the lead to avoid future occurrences. During this procedure, dried fluid was observed in the v-sense/pace port of the header. This dried fluid made if difficult to remove the pin from the header. The grommet had to be removed and the lead removal tool used to push the pin out of the port. During this process, the insulation of the sense/pace portion of the lead was damaged. The entire system was explanted and will be returned for analysis.